Manufacturer narrative:
Device passed displacement test and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loss of audio issue. Customer stated that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volume levels. No harm requiring medical intervention was reported. The device will be returned for analysis.